Event description:
A patient had a distal radius fixation procedure to repair fracture. Physician implanted a locking peg to secure one of the six distal locking holes on one edge of the plate. This locking peg did not lock to the plate at the time of surgery. The physician did not remove the unlocked peg during surgery. All other locking pegs and screws that were implanted did lock to the plate. On 02/12/2015, flower orthopedics was made aware that during the normal post-surgical follow up visit, the physician noted a peg was loosened on the x-ray images.

Manufacturer narrative:
Physician has determined that removal is not necessary and has determined that no injury has occurred as a result of the loosened peg. The bone fracture which the plate and screws were intended to support has healed normally. The loosened peg had no adverse effect on the healing of the fracture; the fracture healed successfully. Flower orthopedics originally determined this event to be not reportable, as there was no injury associated, and no medical intervention required to preclude any injury. This decision has subsequently changed, thus the delay in reporting. However, there is still no injury, and there has still been no medical intervention to preclude injury. Flower orthopedics has determined that injury could occur in this instance, but has not yet occurred.